Event description:
The health authority received 38 reports of implanted intraocular lenses (iols) in 25 patients with defects in the material creating glistenings or refractive anomalies in the matrix of the lens. These defects have created disabling glare effects. Thirteen of the patients are bilaterally implanted; twelve of the patients are unilaterally implanted. This patient is unilaterally implanted. No further information is expected. There are 38 reports associated with these events; this is the nineteenth report.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis: the lens remains implanted. Results from the product history record review indicated the product met release criteria. The root cause for the reported complaint could not be determined as no sample was returned for analysis. Based on the results from the product and batch history record, the product met release criteria. There are no other complaints reported in the lot. No further information is expected. (B)(4).